Manufacturer narrative:
The unit was received with operating currents within spec. The unit passed the self test, error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. There was no unexpected no delivery alarms noted. There was no cosmetic damage noted.

Event description:
Customer called to report high blood glucose levels. Customer's blood glucose reading was 479 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).